Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer reverted to alternate method of insulin therapy. Customer's blood glucose ranged from 120-130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.